Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, sensor updating/sg not available, no com pump to xmtr. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1880, mmt-7911na. Troubleshooting was performed and customer is reporting loss of communication. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1880 returned for analysis. It was unknown whether the customer will continue use of the device. No product return is required for mmt-7911na.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including self-test. Pump communicated properly with test guardian link (3) transmitter. No bluetooth communication anomaly noted. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay, cracked retainer and scratched case. In summary, customer alleged no com pump to xmtr not confirmed. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.